Event description:
The customer contacted beckman coulter inc. (Bec) to report receiving cartridge chemistry and modular chemistry sample probe obstruction errors on their unicel dxc 600 pro, ucta, and cta ready synchron chemistry analyzer. In addition, the customer reported the cap piercer is spraying autogloss while piercing caps. The leak was contained to the cap piercer. The customer changed the cap piercer blade and wish, however the issues persisted. The customer then flushed the sample probes to resolve the errors. A bec customer technical support instructed the customer to turn the cap piercer off and dispatched service to investigation the incident. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves while inspecting the leak. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. No death, injury or changes to patient treatment or results are associated with this event. Customer indicated she has reviewed sample results and there have not been any erroneous results generated or reported out of laboratory.

Manufacturer narrative:
On (B)(4) 2012, a bec field service engineer (fse) was on site and replaced a fitting that was preventing waste to evacuate. The failure mode of the event was occlusion/obstruction blade wash drain fitting (B)(4).